Event description:
Pt arrived for her scheduled hemodialysis via the right ij catheter she already had in place. Upon assessment it was noted that the catheter was approximately 15cm out of the point of entry. It would not irrigate and determined to be occluded. At this point the catheter became dislodged and fell out.